Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 5/25/2017 with the following findings: a review of the pump black box history showed that the pump was running on the year 2007. A pump reboot occurred on 1/21/ 2007 at 18:20. When the pump was powered back up the time/date was set to 1/01/2007 with the time 21:01. A manual time change was observed on 1/04/2007 from 09:22 to 06:21. The pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. During testing, it was confirmed that when the battery was reinserted after 6 hours without power, the time /date reset to the pump¿s default settings. The total daily doses (tdd¿s) added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The time/date issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) less than or equal to 40 mg/dl with cognitive impairment associated with a time/date reset issue. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time and date reset to default when the battery was removed from the pump for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time/date reset issue, with use error as a contributing factor.